Event description:
During deployment of an AED, the subject was successfully resuscitated; however, the resuscitation attempt allegedly caused burns on the subject's leg.

Manufacturer narrative:
(B)(4). Method: currently pending investigation.